Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03360. It was reported the patient is experiencing ineffective stimulation due to lead migration. Migration was confirmed via x-rays. Surgical intervention took place wherein the leads were explanted and replaced with a paddle lead to address the issue.

Manufacturer narrative:
A patient is experiencing ineffective stimulation due to lead migration was reported to abbott. Migration was confirmed via x-rays. As a result, the leads were explanted and replaced with a paddle lead to address the issue. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.